Manufacturer narrative:
The customer reported that the input unit is not reading the ECG waveform correctly. He used the same leads on a different input unit on the same bedside monitor and it worked correctly. The customer was sent a loaner. No patient harm was reported. It is unknown whether the numerics were showing correctly. The device was returned to nihon kohden and is pending evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the input unit, which was in use with a bedside monitor, is not reading the ECG waveform correctly.

Manufacturer narrative:
H10: additional narrative: the customer reported that the ECG waveform is not reading correctly. Service requested: the unit was sent in for evaluation/repair. Service provided: the unit was cleaned and evaluated. The reported problem of "this unit is not reading the ECG waveform" could not be duplicated through testing, trouble shooting and extended operation of the device. The unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specification. Investigation result: the unit ay-651p-qm; sn:(B)(6) was not reading correctly. The unit was returned, and evaluation could not duplicate the reported issue of the unit is not reading the ECG waveform correctly. Review of service history shows no previously reported issue with this device. The unit was sent back to customer on 07/27/2018 and there have been no reported complaints associated with this device subsequent to the return of the device which indicates that the issue occurred due to user error/user education. The device was in use with a patient and there was no reported harm. Based on the given information, this issue is not suspected to be caused by deficient device or design. Corrected information: d1. Brand name. Incorrect brand name selected. D4. Model number. Incorrect model number selected. Catalog number. Incorrect model number selected. Unique identifier (UDI) number. Incorrect UDI number selected. F9. Approxiamte age of device. Incorrect age listed. No model/serial provided, unable to know age of device g4. Date received by manufacturer: should be 04/16/2018 not 05/16/2018 as listed on MDR initial report g5. PMA/510(k) number. Incorrect 510k number listed h4. Device manufacturer date. No model/serial provided. Unable to determine device manufacturer date d11 & c2. Concomitant medical products. Input unit was used in conjunction with the bedside monitor model ay-651p-qm serial (B)(6).

Event description:
The customer reported that the input unit, which was in use with a bedside monitor, is not reading the ECG waveform correctly.